Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient was going to have exploratory surgery. During surgery the patient¿s generator and lead were explanted due to infection at the generator site. A review of device history records showed that the implanted generator and lead were sterilized prior to distribution. All other quality tests also passed prior to distribution. Information was received from physician that the cause of the infection is unknown at this time. Device evaluation is not necessary because the reported event of infection is not related to the functionality or delivery of therapy of the device. No further relevant information has been received to date.